Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The charger board was calibrated and the power cord tightened during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).

Event description:
It was reported that the 9800 system had a pre-charge voltage error message at boot up. No pt injury was reported.